Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported angina and thrombosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the mid left anterior descending artery, a 3.0x18 rx xience v stent was successfully deployed. At the conclusion of the procedure, the administration of angiomax was discontinued. The patient left the cath lab; however, two hours post procedure, the patient developed chest pain and electrocardiogram changes. Plavix was administered. The patient was taken back to the cath lab and integrilin, effient and lovenox were administered. Acute in-stent thrombosis was diagnosed. A 3.0x15 rx trek dilatation catheter was used to successfully treat the thrombosis. The patient was reported as doing fine and there was no adverse patient sequela. Though requested, additional information was not provided.